Event description:
In december 2003, the pt's family member reported that the pt's sound processor was not working. External equipment was exchanged. However, the pt reportedly was unable to hear while using the sound processor. In 2004, the pt reportedly was seen by a co rep for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.